Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had power failure. A field service engineer (fse) reported that the main power was shutting off. No issues were found upon arrival at the site; however, the power supply was replaced as a preventive maintenance while on site. The system tested successfully, and multiple reboots were performed with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 18nw machine kept shutting off or on with an ac battery failure. After rebooting it would allow to grab one or two items and then would shut off again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.